Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was only able to partially confirm the reason for return. No stylus was returned with the programmer however even with a new stylus there was a deviation between the stylus and the cursor on the screen and a stylus calibration did not resolve the issue. The touch screen was not working/responding properly. Analysis did not confirm the customer comment of no power, however, there was no problem with the power supply. Analysis did note that the paper drawer was missing, the keyboard was broken (space bar ripped off), the left keyboard hinge was broken, the power bay assembly was broken, the rear display cover was broken, the cooling fan was noisy and a software error was found in the update history. All found defective parts were replaced and all other identified issues were resolved. The device then passed its electrical safety test and all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer's radiofrequency head connection was faulty, the power supply was faulty and that the stylus touch pen would not calibrate. The programmer was returned for service and for calibration. No patient complications have been reported as a result of this event.